Event description:
It was reported that the patient noticed a vibration from the device and there was noise in the ventricular channel, along with right ventricular (rv) lead ventricular oversensing. It was also noted the rv lead exhibited varying impedance measurements and high impedance measurements. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).